Event description:
Physician advanced the integrity rapid exchange (rx) device to the target lesion after he took it out from the hoop and removed the protective sheath as usual. However it was reproted that after he pressurized the device and checked with ivus he noticed that the stent was not deployed at the target lesion. He noted the stent remained in the protective sheath. Evaluation summary: the stent was returned on the packaging stylette along with the protective sheath. There was no deformation evident to the stent struts or segments. The delivery system was not returned for evaluation.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure: (it appears most likely that the slippage occurred due to the incorrect positioning of the fingers over the protective sheath during removal.). Evaluation, conclusions: device failure related to user handling: (it appears most likely that the slippage occurred due to the incorrect positioning of the fingers over the protective sheath during removal.) (B)(4).